Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure the fiber put the laser console into standby at (B)(4) joules and 5:09 minutes of use. The fiber was removed and it was observed that the tip of the fiber was detached.  The fiber was exchanged and the second fiber was used to complete the procedure.  The tip of the fiber was not cleaned during the procedure.  No harm to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and returned; the glass cap is attached; the glass cap exhibits severe devitrification at output window; the fiber can independently rotated within outer flow tubing; the metal cap exhibits moderate char on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, signs of melting, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.